Event description:
A report was received that the patient was being overstimulated by the device. The patient turned the stimulation off but was in so much pain that he went to the hospital and was given pain medication.

Manufacturer narrative:
Additional information was received that a good faith effort was made to contact the patient for the follow-up on the reported complaint with no success.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2218-50, (B)(4) and (B)(4), description: enh st ld kit.

Event description:
A report was received that the patient was being overstimulated by the device. The patient turned the stimulation off, but was in so much pain that he went to the hospital and was given pain medication.